Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 21-jul-2023 h6: investigation summary a device history record review was completed for provided material number 381223 and lot number 2115926. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample and the affected physical sample were returned for evaluation by our quality team. Through inspection of the sample, the needle was observed pulled out of the hub. There were no traces of adhesive found inside of the needle hub or on the end of the needle to indicate that the adhesive had been dispensed into the needle hub during production. The defective product most likely resulted from a failure in the station that applies the adhesive.

Event description:
It was reported that the bd insyte¿ peripheral IV cannula with bd vialon¿ biomaterial needle pierced through and became stuck in the cap before use. The following information was provided by the initial reporter: "out of box failure - tech opened new catheter and found needle stuck in plastic cap"

Event description:
It was reported that the bd insyte¿ peripheral IV cannula with bd vialon¿ biomaterial needle pierced through and became stuck in the cap before use. The following information was provided by the initial reporter: "out of box failure - tech opened new catheter and found needle stuck in plastic cap"

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.